Event description:
It was reported that the pt experienced a shocking and jolting sensation. The pt felt the shocking sensation during their latest reprogramming with their physician. The pt turned off their implantable neurostimulator. It was also reported that the battery had reached end of life. Additional info has been requested from the hcp, but was not available as of the date of this report.